Event description:
Customer reported that he received no delivery alarms 6 times in 3 days during bolus. Blood glucose value is 155 mg/dl. Customer stated he had changed the infusion set but was unable to troubleshoot. He was advised to change the reservoir and infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.